Event description:
A pediatric patient cut their finger when the patient stuck their finger in the hole that the protective top pins go into to close the top.

Manufacturer narrative:
A likely cause could not be identified as the unit met specifications at the time of the event.

Event description:
A pediatric patient cut their finger when the patient stuck their finger in the hole that the protective top pins go into to close the top.